Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
Pt underwent aaa repair with zenith devices in 2007, due to the migration of another manufacturer's graft. Pt had a lot of angulation and the renu device did not land well, so the physician deployed a main body extension graft. This covered the renals so the pt was converted to an open procedure and all implants were removed.